Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests breakup between the needle and syringe which caused the release of the antiblastic drug during preparation in the pharmacy. No patient involvement, and no harm to user reported.